Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the overall information, the reported material separation of the red cap is likely related to transportation/shipping and/or storage. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report material separation. It was reported that during preparation of the clip delivery system (cds), the red cap was noted to be broken off of the device. There was no damage noted to the box but the issue may have occurred during shipping. The device was not used and there was no patient involvement. A new cds was prepped without issue to complete the procedure. No additional information was provided.